Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6)2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: a relative of a female patient reported that the patient's humapen luxura hd "was broken, very difficult to use and she was receiving an incomplete dose". In addition, "the pen got hardened and could not apply the pen properly themselves". The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1811g02, manufactured november 2018). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is evidence of improper use. The patient administered a dose when they felt the device was broken. The core instructions for use include a statement "if any of the parts of your pen appear broken or damaged, do not use. Contact lilly at (B)(6) or your healthcare professional for a replacement pen".

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer and additional reporting physician who contacted the company via a patient support program (psp), concerned a 13-years-old (at the time of initial report) caucasian female patient. Medical history included type I diabetes mellitus since 2015. Concomitant medication included insulin glargine for type I diabetes mellitus. On an unspecified date in 2015, the patient received insulin lispro (rdna origin) injections (humalog 100units/ml) via a reusable pen (humapen luxura hd), 10 units thrice a day, for the treatment of type I diabetes. Information regarding route of administration was not reported. On an unspecified date, the humapen luxura hd pen was broken, was very difficult to use (not moving/turning) and she was receiving an incomplete dose ((B)(4), lot 1811g02). She was receiving her dose from the broken humapen luxura hd that was considered as improper use. On an unknown date in (B)(6)2024 (approximately 4-5 days prior to reporting), because of receiving incomplete dose, she experienced a high blood glucose and was hospitalised. The patient was hospitalised at a different hospital to where her physician was based. Therefore, the reporting physician (patient physician) was not aware of the hospitalisation as per the patient file and hospital system (further clarification to confirm hospitalisation being sought) and did not know of the signs/symptoms the patient had at the time of the event. The reporting physician had last seen the patient about a year ago on the (B)(6)2023. As reported, her blood sugar was measured at 350 (units and normal range were not provided). While in hospital her dose was increased to 15 units, and she was switched to a brown pen (model name not provided). After two days, she was discharged from the hospital. On (B)(6)2024, she was registered in the pediatric endocrinology outpatient and examinations were performed, her glycated hemoglobin (hba1c) was 12.9%. Additionally, patient physician was on official leave (between the dates of (B)(6)2024) and did not see the patient; and mentioned that elevated blood glucose was an expected condition in the current diagnosis of diabetes. Information regarding corrective treatment, outcome of events and status of insulin therapy was unknown. The operator of the humapen luxura hd and their training status was unknown. The humapen luxura hd model duration of use and suspect humapen luxura hd duration of use was not reported. The status of suspect humapen luxura hd was not provided and was not returned to manufacturer. The physician did not provide relatedness of event accidental underdose while did not relate remaining events with insulin lispro therapy but did not provide relatedness of events with suspect humapen luxura hd device. The reporting consumer did not provide any relatedness between the events and insulin lispro therapy or with suspect humapen luxura hd device. Update 26-nov-2024: information was received from the pq team on (B)(6)2024 and process product complaint. No new medically significant information received, and no changes were made to the case. Update 05-dec-2024: additional information was received from additional reporting physician on (B)(6)2024 in response to follow-up questions. Added one non-serious event of hba1c increased. Updated serious event of diabetes mellitus as blood sugar increased. Re-coded suspect device with correct model number and EU/ca fields were added accordingly. Added suspect drug insulin lispro indication, frequency and start date. Added patient lab data, medical history and concomitant medication. Added patient race. Additional reporter added. Pc reprocessed accordingly. Updated narrative with new information. Edit 12-dec-2024: upon review of information dated (B)(6)2024, corrected the narrative regarding the hospitalization details and reporting physician statement. No other changes were made to the case. Edit 13dec2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 19dec2024: additional information received on (B)(6)2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen luxura half-dose pen device associated with product complaint number (B)(4). Added date of manufacture. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer and additional reporting physician who contacted the company via a patient support program (psp), concerned a 13-years-old (at the time of initial report) caucasian female patient. Medical history included type I diabetes mellitus since 2015. Concomitant medication included insulin glargine for type I diabetes mellitus. On an unspecified date in 2015, the patient received insulin lispro (rdna origin) injections (humalog 100units/ml) via a reusable pen (humapen luxura hd), 10 units thrice a day, for the treatment of type I diabetes. Information regarding route of administration was not reported. On an unspecified date, the humapen luxura hd pen was broken, was very difficult to use (not moving/turning) and she was receiving an incomplete dose (pc 7668181, lot 1811g02). She was receiving her dose from the broken humapen luxura hd that was considered as improper use. On an unknown date in nov-2024 (approximately 4-5 days prior to reporting), because of receiving incomplete dose, she experienced a high blood glucose and was hospitalised. The patient was hospitalised at a different hospital to where her physician was based. Therefore, the reporting physician (patient physician) was not aware of the hospitalisation as per the patient file and hospital system (further clarification to confirm hospitalisation being sought) and did not know of the signs/symptoms the patient had at the time of the event. The reporting physician had last seen the patient about a year ago on the (B)(6) 2023. As reported, her blood sugar was measured at 350 (units and normal range were not provided). While in hospital her dose was increased to 15 units, and she was switched to a brown pen (model name not provided). After two days, she was discharged from the hospital. On (B)(6) 2024, she was registered in the pediatric endocrinology outpatient and examinations were performed, her glycated hemoglobin (hba1c) was 12.9%. Additionally, patient physician was on official leave (between the dates of (B)(6) 2024) and did not see the patient; and mentioned that elevated blood glucose was an expected condition in the current diagnosis of diabetes. Information regarding corrective treatment, outcome of events and status of insulin therapy was unknown. The operator of the humapen luxura hd and their training status was unknown. The humapen luxura hd model duration of use and suspect humapen luxura hd duration of use was not reported. The status of suspect humapen luxura hd and its return was not provided. The physician did not provide relatedness of event accidental underdose while did not relate remaining events with insulin lispro therapy but did not provide relatedness of events with suspect humapen luxura hd device. The reporting consumer did not provide any relatedness between the events and insulin lispro therapy or with suspect humapen luxura hd device. Update 26-nov-2024: information was received from the pq team on 22-nov-2024 and process product complaint. No new medically significant information received, and no changes were made to the case. Update 05-dec-2024: additional information was received from additional reporting physician on 02-dec-2024 in response to follow-up questions. Added one non-serious event of hba1c increased. Updated serious event of diabetes mellitus as blood sugar increased. Re-coded suspect device with correct model number and EU/ca fields were added accordingly. Added suspect drug insulin lispro indication, frequency and start date. Added patient lab data, medical history and concomitant medication. Added patient race. Additional reporter added. Pc reprocessed accordingly. Updated narrative with new information. Edit 12-dec-2024: upon review of information dated 02-dec-2024, corrected the narrative regarding the hospitalization details and reporting physician statement. No other changes were made to the case. Edit 13dec2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.